Manufacturer narrative:
Date returned to mfg: date not provided. One device was returned for evaluation. Visual inspection revealed the battery door damaged. Event history log review was not applicable. Functional testing was able to replicate and confirm the reported issue; the delivery rate was 54,138 ul/stroke (50,44 ¿ 53,56 ul/stroke) out of specification. The root cause was the expulsor. The expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device was suspected to have ¿irregular infusion, by infusing too fast or too slow.¿ it is unknown if there were any adverse patient effects.